Manufacturer narrative:
An event of a leaflet becoming fused to the aorta, causing incomplete coaptation and regurgitation was reported. The reported tear could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported fusion to the aorta had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tearing and regurgitation. Please note, per instructions for use artmt600099236 ver. A, "valve size selection is based on the size of the recipient annulus and the anatomy of the sinotubular junction. Implantation of an inappropriately large valve may result in stent deformation, valvular incompetence, and/or damage to the surrounding tissues. Do not oversize the valve. If the native annulus measurement falls between two valve sizes, use the smaller valve size."

Event description:
On (B)(6) 2017, a 25mm trifecta valve was implanted in the patient's aortic position. On an unknown date during a follow up visit, it was confirmed that one of the leaflets became fused to the aorta and was unable to open and close. In addition, a tear was observed on one of the leaflets on the opposite side of the fused leaflet, causing aortic regurgitation. On (B)(6) 2019, a redo operation was performed and the trifecta valve was explanted and exchanged with a competitor's 23mm inspiris resilia valve. The patient is in stable condition.